Manufacturer narrative:
Unique device identification (UDI) is unavailable. Lot number is unavailable. The ostium seeker was returned to the manufacturer for analysis. The ostium seeker was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the ostium seeker that arrived with this loaner system would not verify. There was no patient impact reported and no delay to surgery.